Event description:
On 11/14/97, the distributor's sales representative informed the MFR representatibe via telephone and faxed reports that a customer in her territory had experienced three (3) problems with this device. This report concerns the second event. The report states the following: when the device was accessed (date not specified) the pt complained of pain at the device site on the left chest wall. An x-ray revealed that the tip of the device catheter was in the svc with other abnormalities. The device was reaccessed and the pt still complained of pain at the device site. Good blood return was rec'd, then blood return absent. On 4/22/97, a flow study revealed the following: the pt was accessed and the initial flush was attempted with normal saline. The pt complained of stinging and burning at the clavicle area. Fluoroscopy showed a fractured catheter in the clavicle and 1st rib area at distal svc. On 4/19/97, the pt returned to the facility and the distal catheter was snared from the inferior vena cava by an interventional radiologist. On 4/22/97, the pt returned to the facility for surgical removal of the device at left chest site. The report also states that the facility notified the food and drug administration (FDA) concerning this event and that the device was available for evaluation at the facility. No further details were provided at this time.

Manufacturer narrative:
On 12/19/1997, the facility's quality control rep informed the manufacturer's (MFR) rep that while investigating this event, co discovered that this report is a duplicate report and is the same event as MDR#1220923-1997-00038. Based on this info, the MFR is now closing the file on this event and all additional info/investigation concerning this incident will be reported on MDR#1220923-1997-00038. No further details are available.